Event description:
It was reported to philips that the geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation it was identified that, the system was not in clinical use at the time of the reported event. A field service engineer visually inspected the system and found that the table up/down and movement knob were loose. The knobs were replaced on the geometry module, which resolved the reported issue and the system has been returned to use in good working order. Further failure analysis of the geometry module table/up down and movement knob is not possible as the part is unavailable. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.